Manufacturer narrative:
Device related data quality updates only. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name. Previous brand name: servo-air. Corrected brand name: base unit, servo-air. D4 - version or model #. Previous version or model #: servo-air. Corrected version or model #: 6882000.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated several technical error codes and failed internal test sequence during pre-use check. The ventilator was investigated on site by our field service engineer and several test were performed which finally revealed a defective turbine. Issue resolved by replacing the defective turbine and ventilator was handed over to customer in working condition. However, no part returned for investigation. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated several technical error codes and failed internal test sequence during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).